Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that e fault (electrical fault) seen in log files and on controller/monitor screen. Green, white jelly material in connector and controller connection. Cleaning procedure was done. Pump stopped during the procedure 3 x 30 seconds. Patient was always awake and orientated. Patient is doing fine after cleaning procedure. Patient tolerated the controller exchange and cleaning procedure well. Patient is stable post event.

Manufacturer narrative:
(B)(4) - controller / catalog number 1407de / expiration date 09-30-2016. Returned on 03-18-2016. (B)(4) device manufacture date: 09-01-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarms" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms of type 'sys_rear_phase_c_open' and 'sys_front_phase_a_open' respectively and alarm error code 0x0080 indicating 'alarm_motor_failure'. This failure is most likely due to an open connection on the rear phase c and front phase a wires that run from the controller to the pump via the driveline connector or a contamination of the driveline/ driveline connector. (B)(4) was returned for evaluation. The controller passed functional testing but failed visual inspection due to contamination of the driveline connector. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Heartware has initiated an internal investigation to further evaluate the problem related to driveline connector contamination leading to electrical faults. Based on the investigation conducted under CAPA, the most probable root cause has been attributed to design/training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.